Event description:
Per the clinic, the patient was explanted due to an infection at the site of the implant. Patient was explanted in 2009. Reimplantation is planned, but had not taken place at the time of this report.